Manufacturer narrative:
Exact date unknown, event occurred four days before christmas.

Event description:
It was reported that patients ipg would get hot while charging. The patient was also experiencing frequent ipg charging and implant pain due to the ipg becoming too superficial. Database analysis did not identify the root cause of the reported complaint of temperature near implant site while charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was retained by the medical facility.